Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter naturally fell out during the operation. Per follow-up information received via ibc on (B)(6) 2021, there was no abnormality found in the entire catheter. It was unclear on whether the procedure was completed with another catheter, and unclear if the patient moved during surgery. It seemed that there was no impact to the patient.